Manufacturer narrative:
Other, other text: additional information: h6, h10: device analysis: one smiths medical cadd legacy pump was returned for analysis in a fair condition. During analysis, device was powered up and it alarmed ec 1720 which is an issue with the back-up capacitor. Service replaced the back-up capacitor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited error 1720. No patient was involved in this event. No adverse effects were reported.